Manufacturer narrative:
No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a "motor stall error" occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received via email on (B)(6)2022 from customer and attached in complaint: this problem did not have any patient involvement. It was found during the annual mandatory testing. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found the tamper seal was missing from the plunger assembly and bottom case. There was no evidence of the reported problem in the event history log. The reported problem was duplicated. Motor not running was found at the beginning of the occlusion test. The investigation found that the lead screw was too tight. For corrective action, the lead screw nut was gauged to meet the required specification. It was also the motor assembly was cleaned and greased. The root cause of the reported issue was traced to improper assembly by the customer. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.